Event description:
It was reported that when the audiologist tried to carry out testing, an error message appeared. The pt still has hearing sensation and his performance so far has not decreased despite 5 electrodes being disabled. However, when the implant zone is pressed, the pt feels pain.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.